Event description:
It was reported to philips that the device "shut down after 12 lead capture was pressed." Medics said that a blue screen appeared for roughly 2 minutes then they got the shutdown message. It was placed on a mount in the ambulance at the time.

Manufacturer narrative:
Updated type of reported problem from serious injury to product problem. This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro patient monitor indicating that the device has shut down after 12 lead capture was initiated. The blue screen appeared, for 2 min, and the shutdown message afterwards. At the time of event the device was placed on a mount in the ambulance. Patient outcome is unknown. The logs requested and evaluated the logs and the conclusion was that the shutdown was caused due to intermittent connection issues with the smart mount. The device was tested and confirmed that is working per specifications. No defect observed with the device. The unit got calibrated and returned to customer with no parts necessary per evaluation. Based on the information available and the testing conducted, the cause of the reported problem was the connection with smart mount. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.